Manufacturer narrative:
No evaluation possible at this time. The implant has not been removed from the patient nor has the identifying lot number been provided. Upon the receipt of additional information and/or the product in question, a follow-up report will be submitted.

Event description:
X-rays taken during a scheduled post-op visit found the set screw located at the s1 had backed out of position. No revision scheduled at this time. The surgeon will monitor. The illico posterior fixation system was implanted on (B)(6) 2018. The construct was inserted at the l4 and s1 skipping l5.